Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. No photos have been provided. If device becomes available complaint will be reopened and the record will be updated at that time. There is no evidence that a design or process related failure mode contributed to this event. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the information provided, a definitive root cause cannot be reported or established at this time. The complaint was confirmed based on the customer¿s testimony. Although a definitive root cause cannot be determined. We will notify the appropriate personnel and continue to monitor for similar complaints. A trackwise search revealed this complaint to be the only one associated with complaint lot number a 7219134.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
During an unspecified procedure, the operator detected that the catheter of universa soft ureteral stent set was wrinkled. The operator removed the stent set from the patient¿s body. At this time it is unknown how the intended procedure was completed. Additional information was requested. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.